Event description:
The patient¿s stimulation was still not programmed where it was taking care of her pain. The patient has met with company representatives maybe four times, first met maybe towards the end of (B)(6) 2014 but she did not remember. They seemed to get it a little better with each programming session but it was not there yet for coverage. The health care provider (hcp) was not suggesting anything. No x-rays or diagnostics were performed. There was something wrong with the implantable neurostimulator (ins) battery pack that was implanted. Right now the ins implant was causing bigger issues then the pain coverage. The patient has had the issues with the ins battery pack since mid-(B)(6) 2014. There were no falls or trauma. It just started where the ins battery pack was and went across the back , it was getting worse all the time. It was more of a gradual onset. For the first hour to hour and a half, when the patient gets up every day she is incapacitated because of that pain. If she happens to stretch out in the recliner during the day it starts over again. Some days it calms down, other days it does not do so well. The patient called her doctor¿s office twice last week but has not heard back from them. The patient has an upcoming appointment on (B)(6) 2014 for a regular follow-up but did not know if the doctor will see her yet since she changed doctors. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Event description:
Additional information received reported the patient¿s old device was explanted on (B)(6) 2014 due to a painful pocket site from weight loss. The device was also near the end of life (eol) so the physician decided to replace it with a new one.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s battery depletion type was unknown. The patient¿s device was in continuous mode. The device was not going to be returned.

Manufacturer narrative:
(B)(4). Additional review determined that code no longer applies to this event.

Manufacturer narrative:
(B)(4).